Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73b1800409 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips broke during use on patient. The doctor removed the broken clips from the patient. The patient's condition was reported as fine.

Event description:
It was reported that the clips broke during use on patient. The doctor removed the broken clips from the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. In addition to the cartridge, four halves of clips were returned loose. The returned cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that two halves of clips were returned in the cartridge. All of the returned clips were broken in half at the hinge. The damages observed to the clips are consistent with improper loading of the clips, hyperextension of the clips, or using a damaged applier. The clip applier was not returned. The returned sample appears used as there is biological material present on the cartridge. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." The reported complaint of "clip broken" was confirmed based upon the sample received. The cartridge was returned with two halves of clips in it and four halves of clips were returned loose. All clips were broken in half at the hinge. The damages observed are consistent with improper loading of the clips, hyperextension of the clips, or using a damaged applier. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the observed damage, operational context caused or contributed to this event.